Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal cracked and unraveled while loading the seals into the delivery tube. The report did not provide any additional information. No patient involvement was reported.